Event description:
It was reported that while the surgeon was using the instrument the needle of the instrument fractured while in the patient. The surgeon was able to remove the piece of the needle that was fractured from the instrument and there was no harm to the patient.

Manufacturer narrative:
(B)(4) g2: foreign: japan. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified the device has been cycled. The juggerstitch handle is warped and the front end curved assembly is fractured. Both anchors with suture are present in tip of the needle. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.